Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's mother stated that prior to the event, the customer had been off the insulin pump for a period of time but had recently started using it again. The customer's mother stated that the doctors believe that the insulin was bad, since there were no indications that the problem was with the insulin pump. Nothing further was reported.